Event description:
This lead was noted due to muscle stimulation. A call placed to technical services on 4/15/2013 states health care professional was in a case with an explant of device and patient has 2 chronic medtronic leads. One is above vdd lead with atrial side capped. When connected to the device there is noticable pocket stimulation. Discussed possibility of a nick on one lead causing stimulation in pocket. Will disconnect, examine, reconnect and trouble shoot. Also will be sure they are bipolar. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).